Event description:
ICD pulse generator malfunction, battery depletion. On (B)(6) 2019 the patient had a lead extraction and replacement due to recurrent shocks related to right ventricular lead fracture. Initially the estimated longevity of the device was 2 years. Patient was seen in (B)(6) 2020 and the physician noted the longevity of the device had decreased to 1.4 years. In (B)(6) 2020, the patient was again seen by the physician who noted the longevity of the device had decreased to an estimated at 3 months. In (B)(6) 2020, the patient returned to the physician's office as the patient had received a vibratory alert that the device had reached the end-of-life. On (B)(6) 2020 on an out-patient basis, the biventricular defibrillator pulse generator was removed and replaced. FDA safety report ID# (B)(4).